Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 12/19/97. Subsequently, the pt experienced an infection. The device was removed on 2/3/99.